Manufacturer narrative:
(B)(4). Report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products identified that the seals of the units were found nonconforming. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records are not applicable, as the reported event is a packaging issue. The root cause of the reported issue is attributed to operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that packages were found defective and had a crease in the sealing area which broke the sterility of the packages. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.